Event description:
Customer reported that at 106,000 joules, the fiber first flashed then kept going into standby. The customer reported that the irrigation port was clean and open and that changing the power levels did not remedy the situation. A second fiber was required to complete the case. There was no harm to the pt.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report indicated the laser kept going into stand-by, which is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture proximal to the fiber/cap fusion zone. The cap was also found to have burn on detritus and devitrification of the cap output window. The fiber condition would result in activation of the systems fiberlife function and send the system to standby mode. Based on the analysis findings, the fiber condition may potentially result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.